Manufacturer narrative:
The device was returned to the manufacturer service center, where testing identified issues which could result in image loss. Repairs to address image loss included replacement of the ccd camera assembly and bending sheath on the distal tip, leak remediation, and cleaning of internal electronic components.

Event description:
It was reported that the device restarted during a case. A device restart would result in a temporary loss of image. According to the report, the case was completed with the scope after restart, with no patient injury.